Manufacturer narrative:
One bost411 was returned for investigation. Visual inspection of the as returned products identified no physical damage. Using a caliper, measurements were taken and through dimensional analysis and comparison to drawings, it was determined that the products were within design specifications. The reported event (bone loss and infection) couldn¿t be recreated due to the nature of the event. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. All products were conforming at the time they left zimmer biomet. In addition, all sterilization activities were conducted with no nonconformities per sterilization record. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. Based on the evaluation, a device malfunction did not occur. The following sections have been updated: d4: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown.

Event description:
It was reported that the patient suffered progressive bone loss with gingival inflammation. The implant (bost411) was removed.